Event description:
The customer reported the ventilator shut down and alarmed and restarted during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic history noted a +-24/12 volt power failure occurence during operation with a vent inop occurrence during subsequent power on. If a +-24/12 volt failure of the ventilator occurs during use and results in a shutdown, an audible power fail alarm will activate. The manufacturer's field service engineer was unable to duplicate the reported problem. The service engineer replaced the power supply to address the findings. Applicable final testing was performed per operating specifications.